Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: testing revealed a no output and no telemetry condition. Analysis further showed the battery was depleted and the hybrid had high current drain. The no output and no telemetry condition was the result of a shorted ceramic storage capacitor.

Event description:
Asku